Manufacturer narrative:
Qn# (B)(4). The device is not available for investigation. An attempt to duplicate the failure mode was not made since there is no inventory of the involved product code available at the facility nor is any being manufactured at the time. If the defective samples become available at a later date, this complaint will be updated accordingly. A review of device history record 74b1801342 of the product code (B)(4) was conducted and it was found that it is being reviewed to a related failure mode, however, the material involved was scraped. The customer complaint cannot be confirmed due to the lack of a product sample to perform a proper investigation and to determine the root cause. Teleflex will continue to monitor and trend related events.

Event description:
Maude report (B)(4). It was reported that upon removing the suturing device from the patient's surgical site the surgeon noted a missing bullet from the double armed suture.